Manufacturer narrative:
Cover screw could not removed from dental implant. The implant needed to explanted. The cover screw is screwed into the implant and cannot be loosened by hand but with a torque of approx. 20 ncm. The implant and the cover screw have been cleaned. Further analysis shows that the implant and the cover screw are dimensionally and functionally ok. The cover screw can be screwed into the implant without any problems and can be removed again. The damage suggests improper procedure when screwing the screw into the implant. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Cover screw could not removed from dental implant. The implant needed to explanted.